Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as dizziness, and blurred vision. The customer had contact with a healthcare professional who provided an IV injection of glucose serum throughout the day at 10 am, 3 pm, 7 pm, and 9 pm. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.